Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Maude report ((B)(4)) states that patient was revised to address pain, numbness, discomfort, and inflammation.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for dw7c41 and 2712210 lot codes did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against lot ef2b51. Review of the device history records and/or a lot specific complaint database search was not possible for the 121887352 product code as the lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.